Event description:
I had essure implanted in (B)(6) 2012 following the birth of my twins, as a less invasive alternative to tubal ligation. The insertions of the coils was done in the doctor¿s office with local anesthesia, and the hsg 3 months later showed that my fallopian tubes were successfully blocked. Within a year, I began having pelvic cramping that felt like menstrual cramps, even when I wasn't having my period. I began to suspect food intolerance, and in 2015 worked with gastroenterologist and allergist to determine the root cause of my pain. Various tests all came back negative, indicating that I was not sensitive to any food which I was consuming. Over the course of the next 3 years, I still had considerable pelvic pain and bloating , even when I was not menstruating. I was also bloated most days, and tried eliminating all sorts of foods to see if they were causing my bloating-food elimination did not ease the bloating . In 2017, my periods becoming every 21 days and lasted 8 days. I was told this was due to perimenopause, even though I was (B)(6) and showed no other signs of perimenopause. The periods were incredibly painful. In (B)(6) 2018, I began a rigorous exercise regime targeting my core. Almost at once the bloating and pain increased to the point where I was in severe pain for 2 days after exercising . My periods began to be so painful, that I was bedridden for 2 days each cycle due to the pain and swelling . I couldn't concentrate or even interact with people, and pain killers only dulled the pain. I also began to experience severe brain fog, to the point where I had trouble understanding what people were saying when we'd be talking . This began to affect my performance at work. I was also in daily pain (see below for full list of complaints). At this point, I saw my ob/gyn to explore options. I was pretty sure that my essure was causing these problems, as I'd researched common complications and found that my experience was pretty consistent with others¿ who had problems. We did an ultrasound, and concluded that I should have a total hysterectomy and bilateral salpingectomy to remove the mass and essure. The hysterectomy was on (B)(6) 2018, and I felt immediate relief. Since removal, I am feeling fine with no pan, no bloating, and no brain fog. I feel like I have my life back; however I never wanted to have a hysterectomy due to associated risks of removing this essential organ. My pathology report showed that I'd developed adenomyosis- an inflammatory disease of the uterus. These are the other symptoms that I experienced while essure was inside me: left hip pain, pubic bone pain, pain pelvis when bending over/sitting down bloating - which got worse as the day went on. Unable to wear normal clothes. Looked about 7 months pregnant. Cramping when not having period pain when twisting, stretching (both sides) menstrual cramps last 10 days (periods is 5) extreme abdominal pain/swelling during period inability to lose weight despite calorie restriction/dietary/exercise changes pain in pelvis when exhaling old blood for first 2 days of period, short term memory loss, cognitive decline (concentrations, problem solving, math), depression, anxiety medication since implantation in 2012 (no history of anxiety prior), muscle spasms under my ribs dyshidrosis of the arch on my right foot (blistering eczema), and on my left hand speech (stutter, couldn't get words out), stabbing pain from within-feels like it¿s on the inside of my skin.